Event description:
The patient experienced intermittent stimulation and felt it only when there was pressure on the neurostimulator pocket. There was no known accident or incident related to the event. He was re-directed to his healthcare professional. Further information was requested.

Manufacturer narrative:
(B) (4).